Event description:
The customer received a blood glucose reading of 126 mg/dl from her contour and a reading of 546 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement strips and new meter were sent to the customer. Customer was advised to return her strips for evaluation.